Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation found the device within specification and did not confirm or reproduce the reported symptom "flow rate failed". No component failure was found in relation to the reported symptom. The unit passed additional flow rate testing. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number (B)(4) can be removed from the FDA database.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount (medication, programmed amount and delivery rate unknown). It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.